Event description:
It was reported that during the procedure initial placement the ceramic liner broke when it was tapped using the corresponding liner insertion device, components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The biolox liner was returned for investigation, revealing that the rim had fractured away from the main body. The backside shows some metal transfer, but it is overall inconspicuous. Consistent metal transfer from the cup is visible around the taper, with the fracture line running through these marks; this suggests that the liner was likely fully seated when the fracture occurred. The bearing surface shows scratches, likely caused by an instrument used in an attempt to remove the liner from the cup after the fracture occurred. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available on the analysis of the retrieval, a fracture of the biolox liner can be confirmed; however, with the available a definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.